Manufacturer narrative:
The returned lead sc-2317-70 serial number: (B)(6) was analyzed and the complaint of the patient experienced high impedances on the lead have been confirmed. Visual and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. Additionally, distal array was fractured between electrode # 8 and 9. Electrodes # 1 to 6 were not returned. The lead got kinked after it exited the clik x anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. Therefore, the most probable cause was determined to be cause traced to component failure.

Event description:
It was reported that the patient experienced high impedances on the lead. The patient underwent a revision procedure and the lead was explanted. However, the bsc representative was unsure if it was the left or right lead that was explanted. It was noted that the lead contacts broke while being explanted. The explanted lead is expected to be returned for analysis. Additional information was received that the patient experienced non-optimal therapy due to lead contacts that could not be used. The patient was doing well postoperatively and stimulation was improved, but it was reported to be not as good as it was prior to the high impedance event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced high impedances on the lead. The patient underwent a revision procedure and the lead was explanted. However, the bsc representative was unsure if it was the left or right lead that was explanted. It was noted that the lead contacts broke while being explanted. The explanted lead is expected to be returned for analysis.